Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. Additional information was received indicating that the lead was explanted due to high capture thresholds and this rv lead had ongoing noisy signals.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. Additional information was received indicating that the lead was explanted due to high capture thresholds.